Event description:
It was reported that a shaft tear occurred. A direxion? Fathom?-16 system was selected for an embolization of the abdominal artery. During the procedure, the catheter tore during use. The device had been flushed correctly and was removed from the protective sheath without issue. The procedure was completed with a different device. There were no patient complications as a result of this event.